Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two static images and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was provided and confirmed a good load. Fluoroscopy image of the initial position is shown; however, it is not possible to confirm proper initial without angiography. It was reported that the valve dislodged aortic during the deployment attempt. Subsequently, the guidewire used for the valve deployment dislodged as well. The cause of the valve and guidewire dislodgement is unknown. Given the information that was reported, re-crossing the aortic valve would be warranted which would require recapture and removal of the delivery catheter system. Since the valve was removed from the body, new sterile components must be used. The implanting team followed best practices. Continuation of d10: product ID evproplus-29, product serial number (B)(6), implant date na, explant date: na, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, no pre balloon aortic valvuloplasty (bav) was performed. When positioning the valve, the valve dislodged out of the annulus. At the same time, the non-medtronic guidewire moved from the left ventricle to the sinus of valsalva (sov). The system was withdrawn from the patient and a new valve and delivery catheter system (dcs) were used to complete the procedure. No adverse patient effects were reported.